Manufacturer narrative:
Date sent: 02/27/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hand assisted colon resection, two devices ripped upon initial insertion of the surgeon's hand. The case was completed with a same like device. No pt consequence reported.